Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04482 and 2134265-2018-04481. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive unit 5 plus (mdu5+) was connecting intermittently with the pull-back sled, preventing reliable pull back and/or catheter recognition. The physician completed the procedure by using manual pullback. No patient complications were reported and the patient is stable.